Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient fell and their doctor ordered an x-ray afterward which showed the device had shifted and was no longer working as patient was going to the bathroom non-stop with bowel issues. This was about 2 months ago. The patient had a replacement surgery yesterday.